Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was a sterility issue (product not sterile). The following information was provided by the initial reporter: translated to english. The customer stated: there was a " mis-assembled cap."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for mis-assembled cap with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Based on review of the customer photo and complaint information, the most likely cause of the cocked stopper is a bent or damaged pin at the metro with an incomplete line clearance after the jam.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was a sterility issue (product not sterile) . The following information was provided by the initial reporter: translated to english. The customer stated: there was a mis-assembled cap.